Event description:
While placing the PICC in right arm, the PICC threaded with some resistance; was able to flush with saline, + blood return. Went to remove the wire, it would not budge from the catheter. Did not try to force the removal for fear of damage to the wire. Pulled back the entire catheter and was able to remove th wire once I had only about 10 cm remaining in the vein. Re-threaded the catheter and the same thing happened so removed the entire catheter, held pressure at the insertion site and decided to attempt the left arm. Went to flush the catheter to try to trouble shoot what the problem might have been: possibly a clot or something. Some bloody material did flush out of the catheter. Noticed this extra piece of wire and thought "where did that come from" looked at the full wire and the tip seemed abnormal. At that point, I wrapped all the pieces and put them in a bag. I opened an entire new kit and was successful in placing the PICC line in the left upper arm. Patient was not harmed.

Manufacturer narrative:
The complaint that the stylet was difficult to remove and broke was confirmed. The product returned for evaluation was a 3fr t/l powerpicc solo catheter and a tls stylet with the t-lock assembly. The stylet was received in two segments. The 29.9" long proximal segment contained the yellow pull tab, the core wire, the t-lock assembly, and a section of the magnetic tip. Tactile evaluation of the stylet revealed that the wire was kinked and coiled. The distal segment was 1.3" long and consisted of a segment of the magnetic tip and the epoxy end. A kink was seen in this segment 0.8" from the distal end. Microscopic examination revealed that the fracture edge of the polyimide tubing was slightly jagged and the fracture surface contained a granular texture! Multiple intra-magnetic breaks were seen. Microscopic examination of the stylet revealed a varied veneer. Sections of the stylet contained a glossy and translucent veneer while other sections were patchy and cloudy. An attempt was made to remove the stylet from the catheter lumen with the catheter held in a single curve configuration. High resistance was initially felt when retracting the stylet. In addition, catheter coiling was observed when the stylet was retracted against the resistance. A lot history review (lhr) of revk1644 showed no other similar product complaint(s) from this lot number.